Event description:
During an esophageal banding procedure, the physician used a wilson-cook six shooter saeed multi-band ligator with an endoscope that has an outer diameter of 13.4mm. The barrel of the mbl-6 fell off the endoscope and into the patient. The physician removed the barrel by pulling the still attached trigger cord. Post procedure the patient's condition was reported as stable.